Event description:
Info reported to davol fa by implant facility risk mgr as obtained from implant surgeon: on (B)(6) 2010, the pt underwent xenmatrix implant via open abdominal approach to repair an abdominal incisional hernia. The wound at the time of implant was classified as clean / contaminated. An inadvertent enterotomy was made during the implant procedure. The pt had a history of seroma at the time of porcine mesh implant. The size of the defect prior to repair was 12 x 16 (bridged). Another mesh (unk) was implanted at the same time as the xenmatrix. The mesh was fixed with vircyl suture. The implant procedure was greater than 2 hours in duration. The porcine mesh was trimmed with scissors. (B)(6) infection was diagnosed post implant. The wound was packed with iodoform dressing. The surgeon noted a seroma at the time of porcine mesh implant. The graft was not explanted.

Manufacturer narrative:
The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." According to the surgeon post-operative notes, a seroma was identified at the time of porcine mesh implant. Additionally, the pt has a known history of (B)(6) at the time of porcine mesh implant. Available info indicates no device will be returned and/or add'l info will be provided. We, therefore, consider this report compete to the best of our current knowledge. This MDR includes all pt, event and device info davol has rec'd from the reporting facility. Currently, it is unk whether the device may have caused or contributed to the event as no product has been returned and no further details or med records will be provided. No conclusion can be drawn at the time.